Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump screen would not power on and the device did not illuminate when placed on the charging pad, consistent with a display readability issue associated with the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an ambient light problem affecting display visibility in conjunction with a display readability concern localized to the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.